Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hst iii system (3.8mm) would not load properly into tube. It would not go into tube. A new device was opened and worked as designed. The was no patient interaction with the first device as this occurred on back table. No patient harm. Related to (B)(4).

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: h6-patient code changed to 4582. The device was returned to the factory for evaluation on 06/09/2025. An investigation was conducted on 06/10/2025. A visual inspection was conducted. Only the loading device with the seal and tension spring assembly was returned for evaluation. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal. No cracks or delamination was observed on the seal. No measurements of the delivery device were taken as the delivery device was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000422320. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.